Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they had battery issues. They had a failed battery test alarm. They lost the battery cap and could not turn on the insulin pump to clear the alarm. The customer's blood glucose level was about 230 mg/dl. They will be sent a new battery cap. The device will not be returned for analysis.